Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump received insulin flow block alarm and air bubbles were found in reservoir. Approximate size of air bubbles was very tiny and during therapy customer was noticed the air bubbles. Air bubbles were in the middle and when he tap it they went on top. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.